Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed and the device was explanted. Based on the results of preliminary analysis it was decided to report the incident.